Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, the manufacturer's service technician observed an initial power up issue due to the ac cable being damaged. There was no reported patient involvement. The manufacturer's service technician recommended replacing the device¿s ac cable to address this issue. No repair was performed. Additional findings not related to the malfunction/issue was the cord retainer missing or damage, rubber feet missing, tobacco contamination found on the blower assembly and flow path assembly. The manufacturer's service technician recommended replacing the device's blower assembly, flow path assembly, cord retainer, and rubber feet to address these issues. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time.